Event description:
A patient reported experiencing inaccurate erratic results with a ot ii meter. The patient's blood glucose results were 215, 78mg/dl. Tests were done within 10 minutes with a difference of 83%. Patients did not experience any adverse events. No further information has been reported. Note-customer was cleaning the meter incorrectly.